Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was being performed by tandem technical support, however, the customer was unable to complete the check at the time of call. Customer resumed insulin successfully. Customer¿s blood glucose level was 197 mg/dl.